Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system was not retrieving images from electronic picture archiving and communication systems (pacs). The representative worked with pacs administrator and resolved the issue. The system passed a system checkout and the system was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when setting up a new electronic picture archiving and communication systems (pacs) system on the device, the following message appeared: "c-store message received and images stored by receive dicom", but none of the images were on the system. The issue was intermittent on site. The navigation device had a new ip address statically assigned to it. The site would be able to query and pull patient exams, then it would suddenly stop and generate that error message. This issue occurred even for patients they had just successfully pulled. Pacs does not log successful pulls, but when the pull fails, their logs show the request came from the old ip address on the system. Ifconfig still showed the correct new ip address. Old ip address was assigned to another (non-medtronic) system on site. The manufacturer representative tried different ethernet cords and different hospital ports with no resolution. There was no visible damage to the bulkhead connector. There was no patient present when this issue was identified.